Event description:
Per user facility medwatch form, (B)(4) attached to this report. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).